Event description:
It was reported that on (B)(6) 2026, a 21mm sjm masters series mechanical heart valve was chosen for a procedure. During the operation, the valve leaflets were stuck. An unknown size mechanical heart valve was chosen and completed the procedure. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of incomplete coaptation was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue, no device history record or lot specific similar complaint review is required. Based on available information and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 27 jan 2026, a 21mm sjm masters series mechanical heart valve was chosen for a procedure. The leaflet function was tested with a plastic hose. During the operation, the valve leaflets were stuck. An unknown size mechanical heart valve was chosen and completed the procedure while patient on bypass. There was no delay in the procedure. The patient was reported stable.